Manufacturer narrative:
Investigation: 2 photos were returned for investigation. 1 used cannula hub attached with luer connector and 1 representative sample were received for investigation. As the luer connector does not belong to bd tuas, no further investigation was done. From the photos returned it shows that the catheter is broken. As the actual sample is a used sample, the sample was sent for decontamination before investigation. The used sample was subjected to visual inspection. A clean cut was observed on the catheter. No leak test was performed as catheter is broken. From the broken edge, no stretched phenomenon or elongation of the catheter tubing can be observed to indicate any issue with the tubing material which could have caused the breakage. The representative sample was subjected to visual inspection, catheter adaptor leak test and injection valve test. No leakage was observed. Actual sample catheter broke: the complaint is confirmed and the product is out of specification. Leakage: the complaint is unconfirmed as no leakage test could be perform on the returned sample. Representative sample: catheter broke: the complaint is unconfirmed as the product is within specification. Leakage: the complaint is unconfirmed as the product is within specification. A review of 12 months qn on reported nonconformance was performed. No related qn was raised. The root cause could not be established.

Event description:
It was reported that during use of the bd venflon¿ pro safety shielded IV catheter patient had to get a venflon for a cag. A pink venflon was used when pricking and the pricking was done as usually. When the venflon was injected with nacl 0.9%, some liquid leaked at the insertion opening. This was wiped off and the fixation patch was replaced. Then injected again nacl 0.9% and again the same problem. Due to this it was decided to remove the venflon and make a new attempt. At the removal of the venflon a resistance was felt. Another colleague was called and felt the same resistance. The venflon then removed and then it appeared that it was broken off. It is now expected that the part that has been broken off will remain behind in the vessel.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd venflon¿ pro safety shielded IV catheter patient had to get a venflon for a cag. A pink venflon was used when pricking and the pricking was done as usually. When the venflon was injected with nacl 0.9%, some liquid leaked at the insertion opening. This was wiped off and the fixation patch was replaced. Then injected again nacl 0.9% and again the same problem. Due to this it was decided to remove the venflon and make a new attempt. At the removal of the venflon a resistance was felt. Another colleague was called and felt the same resistance. The venflon then removed and then it appeared that it was broken off. It is now expected that the part that has been broken off will remain behind in the vessel.